Event description:
The customer reported via phone call that the insulin pump alarmed button error and numbers on the screen started scrolling when trying to deliver a bolus. Customer stated that he was at the lake and the device might have gotten wet. He also received a battery put limit alarm; customer stated the battery was out of the device for longer that time allowed. Blood glucose value was 400 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up button due to corroded keypad traces. It was unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.